Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.(B)(4) - customer reported symptoms of dry mouth. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Customer complains of high results. Customer's husband is calling on behalf of his wife and states she is experiencing dry mouth. Customer was advised ti contact her doctor, she may call her doctor. The customer's expected blood result is 114-176mg/dl fasting. Verified the strips expire 11/6/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Customer was asked if she is experiencing symptoms of high blood sugar, customer stated she is not and that she is feeling well. The caller stated she has a dry mouth but say it due to heart medicine. Customer has had no medical change and did not provide meds she is on, except insulin. Customers meter memory was set with date and time correctly. Caller stated she will call doctor. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer does not have diabetic symptoms at this time. The customer called her doctor and was advised to increase her insulin.